Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on 28-july-2024, that patient faced high blood glucose levels that reached over 400 mg/dl and lasted 1 hour. The patient reported an improper cannula insertion. Patient accidentally pushed the plastic in before placing it into the skin, therefore they had to use another infusion set base. The patient was helped with infusion set change and resumed insulin delivery. No further information available.